Event description:
It was reported by the rep the device was used in a breast biopsy. It was reported that the physician stated he finished the biopsy inserted clip introducer through probe, clip deployed. "When I tried to remove the clip it would not release, so I used more force to remove the clip introducer and that's when it separated." Physician stated that the distal portion of the clip introducer separated from the introducer and could be seen on x-ray in the pt's breast.